Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that two bulbs were out in the system prior to a procedure.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and found both bulbs to be working. However, the illuminator module was dim and had cracked aspheric collimating lenses. The illuminator module was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on may 20, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to two cracked aspheric collimating lenses in the illuminator module. The manufacturer internal reference number is: (B)(4).